Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the surgeon began to mill his distal femur during a cori assisted tka surgery, they received a system time out error. The surgeon depressed the black pedal twice to clear and they received it again. They tried another drill and the drill light kept blinking and would not connect. They reset the system, opened a third tray, and finished the case. The procedure was completed, with a 10-15 minute delay, using a s+n back-up device. Patient was not harmed as consequence of this problem. After the case, they could not dissemble the drill and drill attachment. During the investigation it was found that the drill attachment locking nut backed out of the bearing shaft causing it to get stuck on the drill.

Manufacturer narrative:
H3, h6: the cori drill attachment p/n rob10015 (B)(6) used in treatment was returned. A relationship between the reported event and the device was established. The reported problem was confirmed. The drill attachment and the drill array is stuck on the drill and cannot be removed. A functional evaluation was performed. A kpc test was run and passed. During the unlock drill attachment state in the test, the nosepiece moved freely and was able to unlock the drill attachment without any issues. The drill attachment shaft locking nut is within spec 20"lbs. No issues were found during testing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event was that the bearing retaining nut in the drill attachment was out of torque specification and backed out of the bearing shaft causing the drill attachment to be locked on the drill. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.